Event description:
The patient's sister reported that the patient experienced dizziness and was unsure if their implantable pulse generator (ipg) was working. The device remains in use. No patient complications have been reported as a result of this event.